Manufacturer narrative:
(B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue involving a powerled surgical light. As reported, a component of the spring arm was found broken during a routine nightly inspection performed by biomedical staff at the end of operating room activities. A designated complaint unit employee from getinge confirmed the spring arm defect based on photographic evidence provided by the distributor. In consequence, the light head and fork were hanging by the cable. Paint chipping was also observed on the fork and at the connection between the spring arm and the suspension arm. The device is not covered by a getinge service agreement. According to the information provided by the distributor, the last preventive maintenance was performed in december 2025. No patient involvement and no injury have been reported.